Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres for 10 seconds. The device was able to remove from the patient's body without any problem. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older e1. Initial reporter address 1: (B)(6).